Event description:
Had toxic allergan gummy bear implants surgically implanted, my health problems started about 6 months after implants, my doctor said it was maybe infection of the implant put a new one in and contracture occurred. Ultimately 38 breast implant illness symptoms. The fact that since the 1990's the fact they contain 40 toxic chemicals and the shell is also toxic the effects are known and yet still daily women are damaged and health is compromised and even some have been recalled. I am out about 28,000 trying to fix this problem, I am totally disillusioned with the efficacy of the FDA to really be looking out for the health of people and not money from these pharma lobbyists. Not once did anyone tell me the contents of these implants were toxic. I am hoping the amount of injuries to women makes you finally realize it is time to stop them. FDA safety report ID# (B)(4).